Manufacturer narrative:
(B)(4) date sent to the FDA: 1/3/2017. Additional information: malfunction. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Additional information was requested and the following was obtained: did the suture break at midpoint? If not, please provide location where the suture broke relative to the needle. - approx mid point but closer to the needle. Was the user a new user or experienced? If experienced ¿ another device? - very experienced with vloc. Was sales rep present during the procedure? - sales rep was present.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2016 and barbed suture was used. During the procedure, the suture broke approximately half way while closing the vaginal cuff. The case was completed using a different type of suture. There were no patient consequences reported.

Manufacturer narrative:
The needle/suture piece was examined for visual inspection attribute defect and no attachment defects were found. Also, it was observed a suture piece was still attached in the hole of the needle and there were body fluids on the strand piece and it was observed marks on the middle of the suture and the end was damaged likely by use of surgical instruments. (IFU) caution: in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition suggests an improper handling of the sample.